Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubies in the drawer displayed duplicate memory errors, with multiple error messages appearing for each pocket. A field service engineer cleared all errors from the drawer and reinserted the pockets to resolve the issue, after which all pockets showed as empty. The engineer then physically removed the drugs from the pockets and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a duplicate address failed drawer. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.